Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap transfer sets leaked. This issue occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two samples were received for evaluation. Visual inspection noted that the occluder foot was broken on both. Functional testing, including leak, clear passage testing, and clamp function testing, was performed; leak testing and clamp function testing failed due to the broken occluder foot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.